Event description:
It was reported that patient experienced an infection at the ipg site and was hospitalized. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the entire system was explanted to address the issue. The patient was administered both oral and IV antibiotics to address the issue. The infection has resolved.

Manufacturer narrative:
Date of event and patient's weight is estimated.